Manufacturer narrative:
Patient age, date of birth, gender, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, two (2) hexagonal screwdriver shafts were defective. The two screwdrivers dusted one of the last screws that the surgeon was implanting. There was a surgical delay for about two (2) hours. Patient outcome is unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) 3.5mm hex screwdriver shaft. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date of event. Updated event description. Added therapy date. Corrected data: reporter¿s name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that during an unknown procedure on (B)(6) 2018, two (2) hexagonal screwdriver shafts were defective. Procedure was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 388.329, synthes lot number: 5399880: release to warehouse date: 04-jan-2007, manufacturing site: synthes brandywine: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.